Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell on the home choice (hc). The home patient (hp) stated they had been pressing go before connecting to the patient line. The technical service representative (tsr) explained the hp should connect first and press go. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). It is a use error that may cause a system error 2240 and/or contamination by continuing therapy before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. It provides step-by-step instructions for when and how to connect to the disposable set. It also instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.